Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) procedure to treat varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands would not deploy even if the handle was rotated. The distinct audible click was heard; however, the bands would not deploy. It was reported that the device was tested prior to the procedure outside the patient, and they were able to deploy the bands but required numerous rotations of the handle before the bands could get to deploy. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.